Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2005 the patient underwent : bilateral decompressive lumbar kaminectomy, l4, l5,and s1. Bilateral lumbar discectomies, total facetectomies l4-5 and l5-s1. Bilateral pedicle screw effusion, with synthes clickx rods and crosslink involving l4, l5, s1. Bilateral autologous bone graft fusion, augmented with bone morphogenic protein at l4, l5 and s1. Preoperative diagnosis: grade 1 lumbar spondylolisthesis, l4-5. Lateral recess stenosis. Bilateral lumbar radiculopathy. Perop notes: after laminectomy, discectomy and facetectomies were done, with help of x-ray guidance, synthes clickx 6.2mm pedicle screws were placed in l4, l5 and s1. We then exposed and decorticated the transverse processes of l4, l5 and s1 bilaterally. Autologous bone graft was placed, augmented with bone morphogenic protein. We then placed the rods distracted and secured. A crosslink was placed. Crosstable x-ray demonstrated now normal alignment.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital where her surgeon performed a spine fusion surgery on the lumbar region of her spine from vertebrae l4 to s1 using rhbmp-2/acs. The patient's post-operative period has been marked by lower back pain and numbness in her lower right extremity. On (B)(6) 2014, the patient underwent an MRI scan, which revealed fluid in the surgical bed site potentially indicating an evolving seroma at the level of patient's rhbmp-2/collagen sponge surgery site. The patient continues to experience severe and unrelenting pain in her lower back and lower right extremity. The patient is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.

Event description:
It was reported that on (B)(6) 2005, the patient underwent a l4-l5 lumbar laminectomy and fusion utilizing rybmp-2/acs with synthes click-x pedicle screws. Reportedly, the patient developed post operative complications including but not limited to bladder cancer, ectopic bone growth at implant site, and permanent impairment.